Event description:
It was reported that during a routine generator change, externalized conductors were seen on the rv lead. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.